Manufacturer narrative:
The product was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking haemostatic valve.

Event description:
During a cryoablation procedure in (B)(6), the physician noted liquid running backwards from the flexcath steerable sheath (catheter introducer) and air aspiration. There was no patient injury. No adverse event occurred.